Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error after a bolus delivery, about a minute and a half after a blood glucose reading check. The blood glucose reading was 233 mg/dl. No significant events leading to the alarm were observed. The customer stated that she may have experienced high blood glucose because, she was sick or because of the motor error alarm. The customer stated that in the worst case scenario, because she did not have a back up plan to revert to, she would visit the hospital if necessary. Advised discontinuation and replacement of the insulin pump. Nothing further reported.